Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not refilling and remained collapsed. The pump was examined and no air or fluid leak was observed. There was no issue with the pump as it worked when attached to a surrogate reservoir. It was found that the reservoir was underfilled and folded which did not allow for maximum fluid to enter the pump and cylinders. The physician drained the old reservoir and it remains deactivated in the patient. A new reservoir was implanted. There were no patient complications.